Manufacturer narrative:
Per the user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that two large boluses were delivered by the pump resulting in a blood glucose (bg) level of 50 mg/dl at its lowest and ketones. Customer was admitted to the hospital as a precaution. The pump settings were reviewed and it was found that the customer's mother had changed the carbohydrate ratio setting to the incorrect ratio resulting in the incorrect bolus amounts delivered. Customer was monitored by hospital staff and released the following morning.